Manufacturer narrative:
This report is based on information received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.

Event description:
Error description: while performing the final position verification after a routine source exchange on the varisource 200 afterloading device the field service representative received an error message "1a active wire path constriction at 83.5 cm" and following the system engaged the emergency retract mechanism. The evolution of the hand wheel got slower and slower and the varisource 200 reported that a manual retract was necessary. It was observed that the independent room monitoring device still indicated radiation in the treatment room. This was an indication that the active source wire was not in its parking position. A manual recovery was necessary. Within this event no patient was involved.